Event description:
It was reported that when the device was used during a hemorrhoidectomy procedure, the device would not staple properly. Opened another device to complete the case. There was no consequence to pt.